Event description:
It was reported the pt experienced feeling a shocking sensation running down her right leg when she attempted to turn off her television and attempting to turn the radio on the next morning. The pt was unclear if this sensation was different from a static shock. Follow-up revealed, the pt continued to feel the vibration and a jolting sensation despite turning off the scs system. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.